Event description:
It was reported that the patient was admitted to (B)(6) indianapolis on (B)(6) 2024 after seeing clowns, birds around her room at ecf. She also believed ecf staff was hurting her. She called police and falsely reported abuse by ecf staff, said they "3d printed someone to assault her."(B)(6): patient sent to iuh west hosp for low bp. (B)(6): during psych exam, patient holding baby doll, told med student it was her 87 yr old mother. Patient also told med student that she was marrying someone named tony that day. That pm, she wanted baby doll back from morning, became fixated on the idea of it having "silver ears." Throughout stay, patient had bouts of being agitated, screaming, throwing food trays, trying to hit staff. Refused all meds for a day. Banged head into bedrails, was moved to soma bed. (B)(6) patient sobbing in bed after nightmare someone was coming to kill her, wanted her mom. Later in day, she claimed she'd given birth to quadruplets. Orientation to place varied during stay. The patient also had let subdural hematohyg roma from banging their head against the headrails. The event was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the outcome was updated to resolved without sequelae (B)(6) 2024.